Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. She removed the battery to check that fluid was not inside and when reinserting the battery, the insulin pump alarmed failed battery test. She changed the battery and cleared the alarm. Blood glucose value was 170 mg/dl. Customer explained that she was outside running in the rain but had the insulin pump covered and noticed the buttons weren't working correctly. Blood glucose value at the time was between 140 and 150 mg/dl. The alarm history was reviewed alarm and only a bad battery alarm was present; no button error alarm was found. The insulin pump passed the selftest. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced due to the keypas issue and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no failed battery test alarm was noted during testing. All operating currents were within specification and the insulin pump passed the self test and the displacement test. No unresponsive buttons were noted and all of the buttons functioned properly. However, the insulin pump had moisture damage to the keypad traces. No moisture damage was noted on the electronic or motor assembly. The insulin pump had cracked battery tube threads, a broken belt clip slot, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.